Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one sprinter legend balloon catheter was attempted to be used during the procedure to treat a severely calcified lesion and a balloon burst / rupture occurred. The balloon was being used for pre-dilation. It was detailed that the balloon was dilated to 10 atm, and the pressure dropped after about 2 seconds. After the pressure was withdrawn, the balloon was removed and found to be ruptured. A replacement 2.0mm×20mm rapid exchange balloon dilatation catheter was used and after dilatation, the vascular stenosis was alleviated. No patient injury was reported.

Manufacturer narrative:
Additional information: it was reported that one sprinter legend balloon catheter was attempted to be used during the procedure to treat a severely calcified, normal tortuous lesion with 60% stenosis in the circumflex artery and a balloon burst / rupture occurred. The balloon was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The device did not pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. The balloon was not moved or repositioned while inflated. Patient's weight initial reporter's name and phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.